Event description:
It was reported that the patient was hospitalized with a pocket infection. The device was repositioned and remains in use. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).